Event description:
Report received from the USA stating that there is "hose damaged" in the device. The device was not being used during surgery. It is unk if pt or user injury were reported. It is unk if medical intervention occurred. There was no additional provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device is currently undergoing evaluation. Once the evaluation has been completed or if additional information is received, a supplemental MDR will be sent. (B)(4).